Event description:
Male underwent aquablation procedure. After the procedure, the treating physician decided to take the patient back to the or for cauterization due to redness of the urinary catheter. The patient also received transfusion. Four hours later, the md noted the patient is doing well and stable and no further sequalae reported.

Manufacturer narrative:
A review of the aquabeam system's log file was conducted, which confirmed that there were no malfunctions related to the reported event. The review indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for lot number 19c00389, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met specifications when released for distribution. A review of similar complaints was conducted on lot number 19c00389, which confirmed one (1) other similar event has been reported. The aquabeam system instructions for use (IFU), ifu320301, lists "bleeding" as a potential perioperative risk of the aquablation procedure. A root cause for the reported event could not be determined. Bleeding is an anticipated perioperative risk of the aquablation procedure. Based on review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.